Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was suspected that the lead was damaged due to the introducer. The lead was tested and exhibited high impedance. The lead was not used and replaced successfully. The patient was stable post operation.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.